Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint. One sample was available at the plant for evaluation. The vialmate was attached to a vial and a 100ml viaflo bag. Visual inspection revealed that the vialmate was leaking hence reported problem was confirmed. The vialmate was dismantled and it had a misaligned protector. Analysis performed at the manufacturing plant revealed that the leak is due to the flexible rubber protector being misplaced. A 100% leak test is present in the assembly process (done at a defined leak rate/pressure and instantaneously on the machine). Such a unit would have passed the leak test done at the plant but eventually this leaked over time after the coupling and docking process by the customer. As an immediate action all batches of this code starting from 11j31v211 are being 100% visually inspected for misplaced protectors. Additional investigation is being conducted through ncr-(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the vialmate reconstitution device in which the leak was detected. The vialmate is coupled to the nacl solution bag and an unknown benzylpenicillin. There was no patient injury or intervention regarding this issue. No patient involvement. No additional information is available.